Manufacturer narrative:
The received information from the field indicates uncomfortable hearing sensation with the device by hearing cyclic spurious noises. Device investigation found a reduced impedance between coil and stimulator housing. However, it remains unknown if these findings could have caused the reported interferences and intermittent connectivity issue. Further, also the reason for the reduced impedance is unclear.other damages found during device investigation, namely overload fractures, are attributable to explantation surgery since in-situ measurements before explantation were within normal specifications. Moreover, reportedly it was difficult to remove the device and the electrode lead was broken during that attempt. Hence, the root cause for the observed findings could not be determined during device investigation and remains unknown. The recipient has been explanted and implanted a new device.

Event description:
A report of spurious cyclic sounds was received for the left side implant. The user hears the spurious cyclic sounds with medium subjective loudness as well as lives - voice speech. A 0 mapping was activated 6 times with new externals, out of which the clicking was heard once. The sounds are only heard when using the external processor. Further testing was carried out and the user reportedly perceives clicking sounds almost as loud as speech. The overall loudness was reported to reduce to a quiet level or cease altogether with no apparent pattern. User reports that using the fm system, sound can occasionally be heard reliably when not using the processor mic. External parts have been exchanged several times with reprogramming but with no resolution. No swelling or soreness over the implant site. The user has been re-implanted on (B)(6), 2018. A complete insertion was achieved.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
A report of spurious cyclic sounds was received for the left side implant. The user hears the spurious cyclic sounds with medium subjective loudness as well as live - voice speech. A 0 mapping was activated 6 times with new externals, out of which the clicking was heard once. The sounds are only heard when the external processor is on. The overall loudness was reported to reduce to a quiet level or cease altogether with no apparent pattern. No swelling or soreness over the implant site. Reimplantation is considered.